Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the insulation was abraded at 6.5 cm to 6.9 cm from the connector pin. The insulation was abraded at 9.0 cm to 9.3 cm and 47.9 cm to 48.0 cm from the distal tip. The abrasion was consistent with exposure to constant friction with another implantable device. This likely contributed to the reported noise.

Event description:
It was reported that the atrial lead exhibited noise and an insulation anomaly. The lead was explanted and replaced during a routine device change out procedure.